Event description:
Reporter indicated that the wand would not allow the programming system to interrogate. The wand was checked by foreign office and everything "seems to work very good". Good faith attempts are being made to obtain additional information.